Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was replaced due to approaching elective replacement indicator (eri). The device was also suspected to have had electromagnetic interference about three months earlier and noise and increased v-v intervals were noted. The right ventricular lead was noted to have high/undefined pacing impedance that has been occurring for 1.5 years. The lead remains in use as the left svc was occluded. No further patient complications have been reported as a result of this event.